Event description:
Hospital personnel responded to a pt described as in cardiac arrest. The pt was connected to the device with disposable/defibrillation/ECG electrodes and a hands free adapter to administer defibrillation countershocks. According to the reporter, when the discharge buttons were pressed, the device displayed "energy fault" and did not transfer energy to the pt. A backup device was called for but was not used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator.